Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy tri-tome pc triple lumen sphincterotome. Difficulty was encountered during cannulation of the common bile duct. When the cutting wire of the sphincterotome bowed, the orientation of the cutting wire was between 9 and 10 o'clock instead of the preferred 12 o'clock position. The cutting wire of the sphincterotome would not un-bow completely. Another sphincterotome was used to continue the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l medical procedures due to this occurrence. The pt required longer anesthesia and experienced occasional bleeding. The pt, who was previously hospitalized, was kept an add'l 24 hours to monitor vital signs. No add'l intervention was required.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: our evaluation of the returned device was unable to confirm the report of incorrect cutting wire orientation. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a stimulated biliary position. The duodenoscope has an accessory channel that is 2.8 mm in diameter (model number olympus jf-1t). The catheter exited the endoscope with the cutting wire facing 11:00. (Appropriate orientation is approximately 11:00 - 1:00 o'clock.) The handle was manipulated to bow and un-bow the cutting wire. The cutting wire responded appropriately and the orientation did not change. The cutting wire exhibits evidence of a cautery application (blackening of the cutting wire was noted). A product-specific discrepancy that could have caused or contributed to this reported observation was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Hemorrhage is listed in the instructions for use as a potential complication associated with endoscopic retrograde cholangiopancreatography (ercp). Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "'note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors the can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the canulating tip. The instructions for use contain the following comment: 'note: do not exercise handle while device is coiled or pre-curved stylet is in place. As this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. The appropriate personnel have been notified of this occurrence in an effort to heighten awareness. No further action is warranted at this time because the device functioned as intended and the report of bleeding represents a potential complication with this procedure. Customer quality assurance will continue to monitor for complaint trends.